Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported that the patient experienced shortness of breath and dizziness. The right ventricular (rv) lead exhibited chronic diminished r waves, no capture and undersensing. The patient was hospitalised for observation and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.